Event description:
It was reported that a balloon burst occurred. The 50% stenosed target lesion was located in the mildly tortuous and mildly calcified distal right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, a considerably pushed upon advancing the lesion. Subsequently, at first inflation, the balloon got burst at 3atm. The procedure was completed with another of same device. No patient complications were reported.